Event description:
Clinic notes were received for this vns pt. Review of the notes indicates that at a follow up appointment on (B)(6) 2010, a diagnostic test revealed high lead impedance. The physician noted that the device was disabled. In addition, the pt's caregiver reported an increase in seizure frequency over the past 4-5 months. The pulse generator was programmed off when the high lead impedance test result occurred. The physician has referred the pt to a surgeon where revision surgery is likely to occur. Additionally, a medication change was made to help with the pt's increasing seizure frequency. Good faith attempts to obtain additional info from the treating physician are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.